Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the pump's correction bolus feature was not working properly. The customer's blood glucose (bg) level was 566 mg/dl with a large ketone level. A healthcare provider stated that the ketone level was dangerous. Insulin injections and a correction bolus were used in an attempt to address the bg level. The customer went to the emergency room and was vomiting. The customer was admitted to the hospital on (B)(6) 2016 and was treated with insulin drips. The customer was discharged on (B)(6) 2016. The customer's bg and ketones were resolved. Tandem technical support had the contact review the pump history and it was noted that the customer had received multiple occlusion alarms prior to going to the emergency room. The contact acknowledged the information. Reportedly, the customer had been using humalog in the cartridge for 2-3 days.